Manufacturer narrative:
The hill-rom technician found the external alarm connector needed to be adjusted. A search of the hill-rom maintenance records showed hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician disconnected and reconnected the external alarm connector to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the brake alarm is not working. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).